Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for the repair at olympus (B)(4) it was found that when the evis 160/180 series videoscope was connected to the subject device, the endoscopic image was not displayed due to the failure of the electrical circuit board. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the failure of the synchronous device of the printed circuit board of the subject device due to the aging degradation or the accidental failure.